Event description:
The customer returned the product for damaged battery compartment, during device analysis, a detached downstream occlusion (dso) seal was identified. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history of the device showed no previous reported repairs. The customer issue was confirmed, however, during further investigation a reportable malfunction of detached downstream occlusion (dso) seal was identified. The dso seal was replaced.